Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
It was reported that the patient's right hip was revised after patient complaint of pain, and elevated ion levels. An lfit v40 head and poly liner were revised. The accolade tmzf stem was retained as no trunnion damage was noted, and a ceramic head with sleeve and new liner were implanted. Rep confirmed there are no allegations against the revised liner. Rep also provided the revision usage sheet and explant pictures, and confirmed that no further information will be released.